Event description:
New information received, notes that this system was not responsible for the death of the patient.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post transcatheter aortic heart valve replacement procedure, the patient developed complete heart block. The physician elected to implant a pacemaker on (B)(6) 2021. The patient did not survive.